Event description:
Two options available for nivolumab when programming the pump. Correct dose chosen however when 30 minute infusion time was selected the pump automatically programmed the rate at a faster rate ending with an increased infusion time of 17 mins instead of 30 minutes. Patient had no adverse reaction. Order was investigational so research department notified. Physician notified.